Manufacturer narrative:
The lot was manufactured from february 03, 2020 - february 04, 2020. The device was discarded, therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) ruptured during preparation (while filling). The device was filled with fluorouracil. There was no patient involvement. No additional information is available.